Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the medical solution could not be injected through the inserted catheter. The inserted catheter was replaced by a new one.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the epidural catheter with no relevant findings. The sample was returned for evaluation. A visual exam was performed on the snaplock adapter and no defects were observed. The epidural catheter appeared to be used as biological material was seen between the catheter coils and adhesive residue was present on the catheter body exterior. No defects or anomalies were observed. A functional leak test was performed and no blockages were found. The reported complaint of difficulty injecting through the epidural catheter was not confirmed based upon the sample received. Flow could be established to the distal tip of the catheter during a functional leak test. A DHR review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned catheter.

Event description:
The customer alleges that the medical solution could not be injected through the inserted catheter. The inserted catheter was replaced by a new one.